Event description:
It was reported that the pt was revised.

Manufacturer narrative:
The following other hip devices were also listed in this report: pca hooded insert 26mm 52-55, cat# 6285-8-525, lot# tfcewa; pca 26mm std fem head comp, cat# 6284-0-126, lot# b3mca; s/t cancellous screw 6.2x30mm, cat# 6290-5-030, lot#siwgb. It cannot be determined which, if any, of these devices may have caused or contributed to the reported revision. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info (including x-rays and medical records) was requested. Should device or additional info become available, the evaluation summary will be submitted in a supplemental report.